Event description:
It was reported that during a clinic visit, when the left ventricular lead was tested that there was not consistent capture at 5 volts and 1.5 milliseconds. Also when the lead was tested at a higher output of 8 volts at 1.5 milliseconds there was diaphragmatic stimulation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.